Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section b3: date of event: unknown/not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) had its injector defective, resulting in the lens becoming stuck. Initially it was stated that the product had not been used on a patient. Additional information received indicated that the lens and cartridge had made contact with the patient's eye, with the lens being partially inserted. No injury occurred, and additional maneuvers were performed to retrieve the defective lens and replace it with a backup lens. Another johnson & johnson lens, model dcb00 24.0 diopter was implanted as a replacement. The intervention was completed successfully without the need for additional medical or surgical procedures. The defective lens was not returned, as it was contaminated and subsequently discarded. No other information was provided.